Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a tumescent infiltration pump. The customer states: the pump does not deliver fluid anymore. No person injured. No further information available. It is reported a pt was not involved.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.